Event description:
It was reported that there was fluid at the pump site, redness and warmth; it was reportedly not infected. The healthcare provider (hcp) discovered the redness on 2014-(B)(6) and recommended a ¿sypperal¿ antibiotic. The patient had a follow up check on either 2014-(B)(6) and it reportedly had gotten more red/maroon, black and blue, and 4 corners of the pump were dots of red. It also felt ¿squishy to touch¿. The hcp reportedly "got in there monday or tuesday¿ and found it was just fluid, and not infection as initially suspected. The reporter stated that the therapy was working for her. They did not know the medication in the pump but specified the pump as a morphine pump, and went in about every 3 months and she felt fine all the time. The outcome and drug in the pump were not reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).